Event description:
The user facility reported a 56yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the patient was on support for 3 days when there were high purge pressure and subsequently saturated flows. The issue resolved spontaneously. There was no patient harm reported.

Manufacturer narrative:
The investigation for the reported saturated flows has been completed. The cause of the saturated flow cannot be determined since the complaint device not returned for investigation and data logs review didn't show any indication regarding the issue on the time stated for the complaint. This report is being filed as part of a retrospective review of historical records.